Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status with a monitoring voltage of 2.70v and a charge time of 43.8 seconds. The physician on call wanted to know how much time was remaining in the device due to eol. Technical services discussed that the device would continue to have normal pacing, but only maximum energy shocks would be available. Also, a fault code would occur if the charge time reached 45 seconds. A review of latitude showed the device had declared elective replacement indicator (eri) battery status the previous month. Technical services recommended replacing the device.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eol was declared the following month after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Event description:
--

Manufacturer narrative:
The device was returned and initial laboratory analysis confirmed the device did not meet expected longevity predictions. The device is undergoing detailed analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The device was explanted and replaced five days later. The device has not been returned for laboratory analysis. This report will be updated when additional information is received.